Event description:
It was reported that during a stent deployment procedure, the stent allegedly had an expansion issue. There was no reported patient injury.

Manufacturer narrative:
H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available. X-ray image and video clip provided demonstrating an hour-glass like deformation of the stent inside the vessel confirmed that the stent adhered to the inner catheter stent brake during deployment which leads to a confirmed investigation result for expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 09/2022), h11: e1, e3, h6(method, result), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that during a stent deployment procedure, the stent allegedly had an expansion issue. There was no reported patient injury.